Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. Patient factors that might have contributed to this event included: use of antiplatelet therapy (aspirin and coumadin).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and a suprarenal aortic extension. On (B)(6) 2015, the patient came back and computed tomography revealed an endoleak iiib. The physician elected to implant a new bifurcated device and the endoleak was resolved. No patient injury reported.